Manufacturer narrative:
As reported by the cec adjudication committee, a b)(4) study patient experienced peri-procedural myocardial infarction. This is a b)(6) male with medical history including hypertension, hyperlipidemia, family history of coronary artery disease, history of previous pci (B)(6) 2006) and history of myocardial infarction (B)(6) 2001). The targeted vessel had been previously revascularized on b)(6) 2006 with an unknown stent. The indication for the index procedure was positive functional test for ischemia. At that time, angiography revealed 70% stenosis to the proximal right coronary artery (rca). The lesion was described as 28mm in length, class a and de novo. Reference vessel was 3.0mm in diameter. A 3.0 x 33mm cypher rx stent was implanted at 18atm. The study stent was post dilated as standard procedure with a 3.5 x 15mm balloon at 18atm. The post residual stenosis was 0% and timi 3. The distal right coronary artery (rca), non-target vessel, was treated due to unknown in-stent restenosis. The lesion was described as 15mm in length and the reference vessel was 3.0mm in diameter. A xience des was used during this procedure and there was 0% post residual stenosis. At pre-procedure, ck peaked at 115 (232 u/l) and troponin peaked at 032(0.05 ng/ml). At 6 to 12 hours post procedure, ck peaked at 115 and troponin peaked at 032. At 16 to 24 hours post procedure, ck peaked at 115 and troponin peaked at 0.32. There was no procedural complications reported and the patient was discharged the next day. Per the investigator, a peri-procedural mi did not occurred. Based on the adjudication minutes received on b)(4) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarction. The ECG tracing, hospital laboratory reports or discharge summary was not provided. The committee reported the event to being related to the target vessel, related to the device and related to the procedure. The study stent remains implanted thus unavailable for analysis. No sterile lot number information has been available thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
At the six months follow up visit, the patient experienced stable angina. It is unknown if any treatment was provided or if any diagnostic procedures were performed at this time. The patient underwent a scheduled angiogram on (B)(6) 2011, results are unknown at this time. Concomitant medications: losartan 100mg, pravastatin 80m qd, asprin 325mg qd and clopidogrel 75mg qd. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the cec adjudication committee, a (B)(4) study patient experienced peri-procedural myocardial infarction. At the six month follow up visit, the patient had stable angina. The targeted vessel had been previously revascularized on (B)(6) 2006 with an unknown stent. The indication for the index procedure was positive functional test for ischemia. At that time, angiography revealed 70% stenosis to the proximal right coronary artery (rca). The lesion was described as 28mm in length, class a and de novo. Reference vessel was 3.0mm in diameter. A 3.0 x 33mm cypher rx stent was implanted at 18atm. The study stent was post dilated as standard procedure with a 3.5 x 15mm balloon at 18atm. The post residual stenosis was 0% and timi 3. The distal right coronary artery (rca), non-target vessel, was treated due to unknown in-stent restenosis. The lesion was described as 15mm in length and the reference vessel was 3.0mm in diameter. A xience des was used during this procedure and there was 0% post residual stenosis. At pre-procedure, ck peaked at 115 (232 u/l) and troponin peaked at 032(0.05 ng/ml). At 6 to 12 hours post procedure, ck peaked at 115 and troponin peaked at 032. At 16 to 24 hours post procedure, ck peaked at 115 and troponin peaked at 0.32. There was no procedural complications reported and the patient was discharged the next day. Per the investigator, a peri-procedural mi did not occurred. Based on the adjudication minutes received on (B)(4) 2012, the committee determined that the patient experienced a peri-procedure myocardial infarction. The ECG tracing, hospital laboratory reports or discharge summary was not provided. The committee reported the event to being related to the target vessel, related to the device and related to the procedure.